Manufacturer narrative:
Product analysis: the sheath and stylette were returned loaded in device. The stylette was kinked 23.5cm and 24.1cm from the most proximal end of the stylette. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 1st and 2nd distal stent wraps with numerous struts raised. There was no damage to the distal tip. (B)(4).

Event description:
The physician intended to treat a lesion using a resolute integrity drug eluting stent in the ostial of the lad; lesion had severe tortuosity, severe calcification and 95% stenosis. The lesion was pre-dilated with a sprinter balloon to 14 atms. There was no damage noted to the packaging of the device. No issues noted when removing the device from the hoop. The device was inspected and negative prep performed with no issues noted. Resistance was encountered when advancing the device, excessive force was not used however the stent could not cross the lesion. During positioning the stent struts were noted to be damaged. The stent was replaced with a non- medtronic stent and procedure completed without any complication. The physician believes that the event was due to use of the device in difficult lesion and was not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.